Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed a large leak. The chassis bulkhead was replaced, and the unit was returned to service. The customer contact reports there is no patient information available.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate. There was no report of patient injury.